Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample was not returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after injection of an intraocular lens (iol) implant, the iol opacified. There was no red reflex present therefore, the lens was exchanged with an alternate iol. There was no patient harm.

Manufacturer narrative:
Additional information has been provided in d.10, h.3, h.6 and h.10. The product was returned for analysis and the reported complaint was not observed. Additional observations were as follows: intraocular lens (iol) returned positioned correctly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is torn/split/cut. Portion of one haptic is broken/torn. Reported complaint - opacification not observed. Iol cleaned for further evaluation. Reported complaint not observed. No root cause identified as the reported complaint "opacification" was not observed. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).